Event description:
E was initially received via regulatory authority (FDA, reference number: mw5078959) on 20-aug-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of menorrhagia ("heavy menstrual cycle") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included butalbital, montelukast (singulair) and udramil (ziaxel). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), migraine ("migraine"), alopecia ("hair loss") and abdominal pain lower ("severe cramps"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, migraine, alopecia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, menorrhagia, migraine and weight increased to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Was initially received via regulatory authority (FDA, reference number: mw5078959) on 20-aug-2018. The most recent information was received on 15-nov-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of menorrhagia ("heavy menstrual cycle") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included butalbital, montelukast (singulair) and udramil (ziaxel). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), migraine ("migraine"), alopecia ("hair loss") and abdominal pain lower ("severe cramps"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, migraine, alopecia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, menorrhagia, migraine and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.